Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Date of implant is estimated. The device was not returned for analysis. A lot history record and similar incident query could not be conducted due to no part and lot number reported. The investigation determined that procedural circumstances are the likely cause of the reported difficulties. It is likely that due to heavy calcification and the previously placed stent, created difficulties to cross the newly placed supera and possibly interacted with the struts of the old supera and the nose cone became loose. The reported patient effect of restenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. The event of hospitalization due to the stenosis is contributed to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional supera referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat the heavily calcified superficial femoral artery. A contralateral groin access was used. A supera stent was present in the artery and had been there for many years. There was in stent restenosis in this supera. The details of part and lot and the date of implant of this stent are not known. Atherectomy was performed and the new 5.0x120 mm supera self expanding stent system (sess) was advanced but could not cross due to heavy calcification and also due to the already present supera. It is thought that the new supera also became caught on either a strut of the old supera or calcified plaque. The stent became exposed and the nose cone of the new supera became loose. Ultimately, an absolute pro stent was able to cross and be implanted. There were no adverse patient effects in this procedure and there was no clinically significant delay. No additional information was provided.